Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was over 400 mg/dl. Customer advised they had a no delivery alarm and changed out their entire set. Customer advised they would like to return the reservoir and set for analysis. Customer advised after the set change the alarm did not occur during manual prime. Customer was advised replacement sets and reservoirs will be sent out.